Event description:
The pump was returned for investigation. Investigation revealed a display issue and a bolus button issue. This report is made based on results of the investigation performed on 05/05/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/05/2014 with the following findings: investigation revealed that the display screen was dim and discolored. The bolus button cover was found to be partially detached and the bolus button was unresponsive. The bolus button slug was observed to be missing. Unrelated to the display and bolus button issue, evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6).